Event description:
It was reported that the patient experienced an insulin flow blocked event with the infusion set, likely due to a blockage at the infusion site. The patient also experienced high blood glucose levels and delivered a correction bolus via the pump on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.